Event description:
It was reported that the connector at the distal of the flotrac sensor was damaged at the priming and the leakage was observed. There was no patient complications reported.

Manufacturer narrative:
Device not returned.